Event description:
The customer reported the display is too dim. There was no patient involvement. The remote service engineer advised the customer to replace the display. The customer stated the device can still be utilized with only minor inconvenience to the user, and the customer declined to service and repair the ventilator. Based on information provided and/or service performed, the customer's alleged malfunction was not confirmed.